Event description:
It was reported that the patient passed away. Due to unknown reasons. There were no device issues reported at the time of the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient outcome and heartmate 3 left ventricular assist system (lvas), serial number (B)(4), cannot be conclusively determined through this evaluation. The patient was implanted with heartmate 3 lvas, serial number (B)(4), on (B)(6) 2021. On (B)(6) 2022 the patient expired due to unknown reasons. The were no device related issues at the time of the outcome. Heartmate 3 lvas, serial number (B)(4), was not returned for evaluation as it was not explanted, and no autopsy was performed. Due to hospital privacy laws, no further information regarding the event will be provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.